Event description:
It was reported the patient presented to the clinic after receiving inappropriate atp therapy due to an svt in the vf zone. Device functioned as programmed and was reprogrammed.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.